Event description:
Caller reported a potential error with the cgm, noting that the option to pair the sensor was grayed out. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to use a phone to contact them when possible and informed them that a charging cable would be needed during the follow-up call. The customer acknowledged and understood the instructions. Upon follow up caller reported that they performed a pump reset and was able to start the sensor session on the pump.